Manufacturer narrative:
On 16feb2021 suspect product was received for evaluation. On 18feb2021 the product evaluation was completed and revealed an opened blister package was received containing 3 opened lenses for lot number l00494g. The parameters for the three open lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. A visual inspection revealed lens # 1 had a surface mark, lens # 2 revealed no visual attributes, lens # 3 revealed a surface mark, edge tear and an edge chip. On 23feb2021 an email was received from the patient (pt) with additional information. The pt reported the suspect lenses were sent for evaluation as the pt was diagnosed with corneal ulcer and soon after ¿membranous conjunctivitis¿. No further information was provided. On 25feb2021 an email was received from the patient (pt) with additional information. The pt reported soon after the initial calls to report the corneal ulcer, the pt had membranous conjunctivitis od which caused horrible pain. The pt had a new eye glass prescription made at the time contact lens wear was discontinued by the eye care provider (ecp). No further information was provided. Multiple additional attempts were made to the pt for additional medical information for the membranous conjunctivitis diagnosis and the treating ecp contact information. No new medical information has been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product not yet received.

Event description:
On (B)(6) 2021 a patient (pt) in (B)(6) reported a diagnosis of corneal ulcer (affected eye not provided) while wearing the acuvue2® brand contact lenses (cls). The pt reported additional symptoms of burning sensation, redness, discharge, and presented to an emergency room (date not provided). The pt was diagnosed with allergic conjunctivitis and prescribed an unknown medication. The symptoms improved and the pt returned to cls wear. On (B)(6) 2021 the od began to ¿bother¿ and in a ¿short time¿ the od was red and swollen and the pt couldn¿t open the eye. The pt went to another emergency clinic and was diagnosed with a corneal ulcer. On 18jan2021 the pt provided additional medical information. On (B)(6) 2021 the pt reported burning sensation, irritation, redness, and swelling od after 2 weeks of cls wear. The pt went to an eye care provider (ecp) and diagnosed with od corneal ulcer. The pt was prescribed vigamox q2h for 3 days, then every 6 hours until the return appointment on (B)(6) 2021. The pt is currently wearing glasses. The pt didn¿t notice anything unusual with the od suspect lens on removal. On 19jan2021 the pt provided additional medical information. The pt reported an initial visit to an emergency clinic (date not provided) where the pt was diagnosed with allergic conjunctivitis. The pt reported the ¿symptoms¿ didn¿t resolve. On (B)(6) 2021 the pt went to another emergency clinic who diagnosed the od corneal ulcer and keratitis. The pt is currently using vigamox every 6 hours and optive as needed. The od is better, but the pt continues to experience pain and a dry eye sensation. The ecp advised the pt to return for evaluation if the symptoms didn¿t improve. The ecp also advised the pt to go to an ecp for a complete eye exam and confirm when the pt can return to cls wear. The pt will send a report from the ecp with the diagnosis and prescription via email. Multiple calls were placed to the pts treating facility for additional medical information, but the treating facility was unable to locate the pts record with the information provided. Multiple calls were placed to the pt for additional medical information, but nothing additional has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00494g was produced under normal conditions. The suspect od contact lens was requested for return for evaluation, but it has not yet been received. If any further relevant information is received, a supplemental report will be filed.